Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted cuts on the supply lines. Functional testing including leak testing, clear passage testing and clamp function testing were performed; a leak was detected from the cuts on the supply line tubing. The device was run on an in-lab amia device and a max air exceeded 30166 alarm occurred during priming indicating a leak occurred. The reported condition was verified. The cause of the cuts on the lines could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pinhole in an unspecified line of an amia pd cycler set which resulted in a leak. It was further described as "a pinhole in line coming from cassette about 6 inches back from connection to bags, and during the cassette test, some fluid did come out of that pinhole". This occurred during setup of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.